Manufacturer narrative:
D9 - date returned to mfg: 24 mar 2025 possible lot#s were identified: lot#: 13801100 expiration date 1-oct-2028 manufacture date 22-oct-2023 lot#: 14021608 expiration date 1-may-2029 manufacture date 16-may-2024 investigation summary received: two (2) new list# d1000, tego¿ connector, appx 0.05 ml; lot# 13801100 two (2) used list# d1000, tego¿ connector, appx 0.05 ml; lot# unknown one (1) used list# d1000, tego¿ connector, appx 0.05 ml; lot# unknown as received, there is visible damage to the top seal of the used tego, as well as damage on the silicone seal near the locking posts. Complaint of silicon cap is tearing often during regular use can be confirmed. The probable cause of the damage to the silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The possible lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
The complaint/event occurred on an unspecified date and involved a tego® connector. The silicon cap reportedly tore during regular use two times across two unknown dates. This silicon layer was observed to be on the outer layer of the cap, potentially compromising the products ability to maintain a seal. There was no report of any human harm associated with this complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.